Manufacturer narrative:
The physician also noted that. The pt did not use the device as instructed. Add'l the physician stated that it was " possible" that there were add'l circumstances that may have contributed to this event although no info was provided as to what those circumstances might be. A pump, two cylinders, and a reservoir were returned for evaluation. Examination and testing of the returned components revealed no functional abnormalities therefore the components were not microscopically examined. Based on qa's examination and the info provided, qa concluded that no functional abnormalities contributed to the rpt'd inability to deflate the device. Because qa's examination can neither confirm nor disprove the pt's inability to deflate the device, qa accepts the physician's observations of such. However, because further info regarding factor(s) that may have contributed to the difficulty deflating the device were not provided, and because no functional abnoramilites were noted, qa is preculded from determining the cause of the rpt'd event.

Event description:
Per the info provided to co by the physician's office, the device was removed as the "pt was unable to deflate the device." 7/24/97 - according to the requested info provided by the physician/surgeon, "this was his the pt's third device - his first two were another MFR's and he was used to their pump.